Event description:
A caller reported an alarm 22 issue. The customer's blood glucose level was impacted and displayed as "high," but the specific value was unknown. The customer addressed the high blood glucose by flexing pins and taking slow-acting lantus along with fast-acting novolog. Technical support educated the caller that the button alarm occurred due to continuous pressure on the wake button, which the caller understood and acknowledged. The caller then successfully resumed insulin.